Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the philips service engineer inspected the system onsite and confirmed that 2 of the 4 nuts holding the bayer/medrad injector ceiling mount had become loose. The ceiling mount, manufactured by bayer/medrad, was installed at the site approximately 10 years ago. The ceiling supports and construction of the ceiling mounts fall under the responsibility of the site infrastructure and engineering. There was no malfunction of the philips system. While onsite, the philips field service engineer tightened and secured all the nuts holding the bayer/medrad injector ceiling mount, and the issue was resolved. Conclusion: there was no philips system malfunction. Therefore, this event was concluded to not be reportable. Bayer/medrad is aware of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. While at the facility, the issue reported by a 3rd party vendor was the injector ceiling mount was loose. A philips field service engineer (fse) confirmed two of the nuts were slightly loosened. The fse remounted and secured all nuts with loctite 243. The room was removed from clinical use at the time of the event. There was no harm. Based on the available information, it is unknown if the reported event would be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, this event is being reported conservatively.